Event description:
It was reported that outside of surgery that the skin graft mesher needs maintenance. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that the device had a damaged comb.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: estonia. Review of the most recent repair record determined discolored footpads, damaged comb, worn gear, and the unit was out of calibration (failed the cut test). Footpads, comb, gear, pin, and bearings were replaced. Unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.